Event description:
Attorney reported: on (B) (6) 2002 - pt was implanted with bard composix e/x mesh during hernia repair surgery. On (B) (6) 2007 - pt first discovered that he suffered from an infected hernia mesh and complications there from. Thereafter, pt was caused to undergo numerous medical procedures, including multiple surgeries, to address the resulting conditions. As a result, pt was rendered sick, sore, lame and disabled; suffered injuries both internal and external, pain and mental anguish; he was caused to suffer from severe post-operative pain on multiple occasions; was confined to his bed and home for a lengthy period of time; was and is compelled to seek medical care and attention, and upon info and belief, will in the future be compelled to seek medical care and attention; was prevented from following his usual occupation, and will in the future be disabled from following his usual occupation and was otherwise injured and damaged. Pt further sustained exacerbation to prior injuries and condition leaving him sick, sore, lame and disabled.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.